Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a procedure on (B)(6), 2010. The patient reported that she experienced pelvic pain, leg pain and erosion post procedure. The exact date the pain began is unknown, but it was reported to have lasted approximately eight months. The patient was prescribed hydrocodone (exact date and dosage unknown) and physical therapy to treat the pain. Sometime later in 2011, after the physical therapy began, the patient felt something sharp in the vagina that stuck her finger. A follow up visit revealed that the mesh had eroded and that there was visible exposure of the mesh, but that there was no dehiscence. The patient was also informed of a cystocele. The patient reported that the pelvic and leg pain worsened after the visit. The visible portion of the sling was trimmed on (B)(6), 2011. During this surgery, the bladder was repaired and a second sling was placed. It was reported that the pain has resolved and that the patient's current condition is "fine."